Event description:
Customer reported receiving a no delivery alarm during rewind and fill tubing. It was noted that insulin did exit the tubing without a no delivery alarm during troubleshooting. Customer's blood glucose reading at the time of the call was 450 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.